Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. Complaint conclusion: as reported by the sales representative, when trying to deploy three 6/7f mynxgrip vascular closure devices, the sealant would not deploy from the device. There was no reported patient injury. Attempts to gather further information have been unsuccessful. The product was not returned for analysis. Review of lot f1703803 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿failure to deploy¿ was not confirmed as the device involved in the reported complaint was not returned for investigation. The exact cause of the reported event experienced by the customer could not be conclusively determined. The six returned unused units passed the simulation test and are deemed within specification. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported by the sales rep: "when trying to deploy three 6/7f mynxgrip vascular closure device, the sealant would not deploy from the device. There was no reported patient injury. The product will be returned for analysis.